Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. The fluid leak was discovered during step nine of the end of treatment phase of therapy. Upon removing the cassette, the patient noticed fluid within the cassette door of the cycler. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. Upon follow up with the patient¿s nurse, it was verified that the patient did not experience any symptoms or require medical intervention as a result of the reported leak. The patient used manual supplies when the cycler was not available. The cause of the leak was unknown and the cassette used at the time of the incident was not available for evaluation. The patient received a replacement cycler and was able to continue with peritoneal dialysis therapy without complication. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.